Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive hv therapy when the device diagnosed vt as a supraventricular tachycardia. Programming changes were made. The asymptomatic patient was stable and will continue to be monitored.